Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited loss of capture and the physician determined that the lead had dislodged. The physician explanted and replaced the lead. The facility retained the lead to determine if the patient was allergic to the lead tip. The patient was recovering post-procedure.